Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were startled awake by hearing an audible alert from their implantable cardioverter defibrillator (ICD) and feeling a vibration in their chest. It was suspected that the audible alert was due to the patient¿s cell phone being close to their ICD. The ICD remains in use. No further patient complications have been reported as a result of this event.